Event description:
It was reported that the patient was found down at home. First responders were on scene and confirmed that the pump appeared to be on. The patient was unresponsive and not breathing. The first responders gave them some epinephrine and 250 ml fluids, started a levophed (norepinephrine) drip, and got them to the emergency department as fast as they could. The patient was in asystole the entirety of the arrest, including when they arrived to the emergency department. The patient had been down for at least 45 minutes. Their pupils were fixed and dilated and there were no reflexes. The healthcare professionals spoke with the family and decided to end resuscitation efforts. It was noted that the patient had been seen in clinic on (B)(6) 2026 without any major concerns. Log files were submitted and review found multiple low speed hazard, low flow hazard, and pump stop events. It was reported that there was no new trauma to the driveline observed. The system controller was planned to be returned, and the pump would not be explanted.

Manufacturer narrative:
Section a: patient weight information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.